Event description:
It was reported when using the bd vacutainer® edta 2k customer found a black foreign matter embedded on the shield. The following information was provided by the initial reporter. The customer stated: black embedded fm on the shield.

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) sample and four (4) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. Black specks were observed embedded in the hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode. However, embedded fm is isolated from any specimen and is therefore considered a cosmetic defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-09-06

Event description:
It was reported when using the bd vacutainer® edta 2k customer found a black foreign matter embedded on the shield. The following information was provided by the initial reporter. The customer stated: black embedded fm on the shield.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.